Manufacturer narrative:
The reported blood loss is attributed to air in the blood circuit precluding rinseback of the pt's blood. There is no evidence of a device malfunction. The cycler alarmed appropriately to the presence of air in the blood circuit. The disposable cartridge was not available for eval. The exact cause of the venous air alarm cannot be determined. The user's guide provides adequate instructions for troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm with visible air in the blood circuit occurred during a routine hemodialysis treatment. Attempts at air recovery were unsuccessful. Treatment was ended without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was reported.